Event description:
It was reported that there is an issue with the internal battery. The device does not hold a charge and cannot be used unless it is connected to a power source. The battery level does not rise above 4%. No negative impact in state of health reported.

Manufacturer narrative:
We have requested the return of the device from the customer. Once returned, it will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
After further review of the reported complaint issue, we have now deemed this complaint to be not reportable. We will no longer ship the device to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).